Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the needle disengaged from the device outside of the patient. Patient identifying information is not available. The device UDI number is not available. The device lot number is not available. The reload product information is not available. There was no difficulty loading the needle onto the device. It is unknown if the needle orientation was correct. The clinical device is available and will be returned for evaluation.